Event description:
The pt (B)(6) received a trial system which included a lead and extension. It was reported the pt's lead exhibited high impedance readings for several contacts. In addition, it was reported there was blood between the paddle and the dura and fluid in the extension header. The extension was removed at the conclusion of the trial, and the lead remained implanted as part of the pt's permanent scs system. Subsequent attempts to resolve the impedance matter via reprogramming have been unsuccessful. Add'l diagnostic testing will be undertaken for further eval.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.